Manufacturer narrative:
(B)(4). The initial complaint description indicated that the alleged issue was detected prior to use. However, from the returned sample it was observed that blood was within the spring guide wire coils and around the core wire which would indicate use of the device.

Event description:
The customer alleges "shearing guidewire".

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The advancer assembly was not returned. The returned guide wire had three kinks and was unraveled from the proximal end. The proximal weld is present at the end of the coil wire. Microscopic examination revealed that both welds were full and spherical and that the distal weld appears intact. Microscopic examination also revealed discoloration and necking of the core wire in the area of the break. Discoloration at the broken end of the core wire was consistent with proximity to a weld. The broken core wire measured and was found to be within specification. The diameter of the guide wire was also found to be within specification. The kinks were measured at 2.3, 26.4, 56.1cm from the distal weld. A manual tug test confirmed that the distal weld remains intact. The instructions for use (IFU) describes suggested techniques to minimize the likelihood of guide wire damage during use. The reported complaint of the guide wire unraveled was confirmed through visual inspection of the returned sample. The guide wire exhibited signs of use and was unraveled from the proximal weld. Other remarks: no manufacturing defects were found during this investigation. Arrow guide wires of this size (0.32") are designed and manufactured to withstand a tensile force of 2.75 pounds. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of the guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to the event.

Event description:
The customer alleges "shearing guidewire".